Manufacturer narrative:
(B)(4). Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended to replace the battery. Covidien was not authorized to repair the device. Ventilator manufacture date is unknown as the serial number of the device was not provided.

Event description:
Covidien received information stating that a 980 ventilator was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred.